Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via FDA representative. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an FDA report in which an FDA representative reported a customer received replacement freestyle libre 14 day product and the outer packaging seal was not secure. The reporter was displeased with adc customer service and considered this issue to improperly resolved. Customer did not use device, and monitored blood glucose with another device. There was no report of adverse event or third-party treatment required. Based on the information provided, there was no report of serious injury associated with this event.